Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebs2873 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the catheterization was conducted on the patient on (B)(6) 2018 and the process was smooth. The patient is a female who was developed with lymphoma. The catheter was placed with a exposure for 4cm and it was used for about 3 months. Leaking was found during the maintenance at the inpatient department. The catheter was removed on one side and broken crease was found at 10cm of the catheter.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 4fr s/l powerpicc catheter. Usage residues were abundant throughout the sample. Adhesive residue and material discoloration were observed on the catheter tubing extending from the molded joint to the 17cm depth marking. The catheter exhibited sharp kinked shape memory between the 11cm and 12cm depth markings. A longitudinally aligned split was observed in the vicinity of the kink. The split occurred at the corner of the kink impression. Microscopic inspection of the split revealed sharply defined granular facture surfaces. The catheter retained the kinked shape memory during manual manipulation. The split in the catheter occurred at a corner of the sharp and permanent kink in the catheter tubing and appeared to be caused by the material stress of severe kinking. The adhesive residue and material discoloration surrounding the damaged region suggested that catheter securement and maintenance techniques contributed to the damage. The product IFU states ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿

Event description:
It was reported that the catheterization was conducted on the patient on july 23, 2018 and the process was smooth. The patient is a female who was developed with lymphoma. The catheter was placed with a exposure for 4cm and it was used for about 3 months. Leaking was found during the maintenance at the inpatient department. The catheter was removed on one side and broken crease was found at 10cm of the catheter.